Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse discovered a fluid leaking from the cassette into the cycler, while the patient was in a drain. The nurse stated they noticed the leak in the past and continued using the cycler for training, with dummy tummies. The nurse was advised to discontinue use of the cycler. The cycler was replaced. Additional information was solicited, but unavailable.

Manufacturer narrative:
Plant investigation: the device was not returned to the plant. No lot number was provided, a search of the complaint management system did not yield any results. Device history review was not performed since the lot number is unknown and no information was found on the complaint management system search from this customer related to a possible lot number.

Event description:
...